Event description:
The patient reportedly experienced sound quality issues and decrease in performance, followed by intermittency and loss of sound. The company was informed that the patient fell, hit his head, and became unconscious on (B) (6) 2008. External equipment was exchanged; however, this did not resolve the issue. The lock could not be maintained during the testing of the patient's device. Surgery to explant the patient's device has been scheduled.